Event description:
Patient reported a left side rupture confirmed with an MRI, mammogram and ultrasound. Healthcare provider confirmed rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture confirmed with an MRI, mammogram and ultrasound. Manufacture of the device is unknown. The device remains implanted.